Manufacturer narrative:
The results of this investigation concluded a tear in the free edge of cusp 2. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
Transesophageal echocardiography performed approximately one year postoperatively revealed significant central regurgitation. A small periprosthetic fistula was identified at the right coronary valve area. The valve was explanted and replaced with a 19 mm sjm trifecta valve. The patient was reported to be stable postoperatively.

Manufacturer narrative:
(B)(4).